Event description:
It was reported that during a procedure, when the surgeon start threading, the device was not threading. Therefore, when they took it off, a part dental of the device was left inside the patient. Backup device was available. No significant delay was reported and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product used for treatment, was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If objective evidence becomes available, the complaint will be revisited. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. The reported surgical procedure was knee anatomy. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ per instructions for use: ¿contraindications: surgical procedures other than those listed in the indications for use section. Twinfix ultra ha preloaded suture anchors are intended for use only for the reattachment of soft tissue to bone for the following indications: shoulder: bankart lesion repairs, slap lesion repairs, acromioclavicular separation repairs, rotator cuff tear repairs, capsular shift or capsulolabral reconstructions, biceps tenodesis, deltoid repairs. Product met specifications upon release to distribution.